Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7071285. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7074050.

Event description:
It was reported that the patients leads were twisted as shown by the x-ray due to the patients ipg turning inside the pocket site causing tension. The patient underwent a revision procedure wherein the leads tails were unraveled from the ipg. The patient was doing well postoperatively.